Event description:
It was reported by the customer that when using the bd pyxis¿ es server had message error. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that an error occurred while attempting to load the new formulary item. A technical support specialist (tss) connected with the customer and confirmed that the medication identification (ID) was not present in the electronic health record (ehr) system. The tss advised the customer to create a new medication ID. Upon creation, the new medication ID the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: unique device identifier not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server had message error. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.